Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported he experienced low blood glucose, he fell, the ambulance came, and he was taken to the emergency room. At the time of admission, his blood glucose was 59 mg/dl. Customer's blood glucose went down to 52 mg/dl, his kidneys started acting up, and he started hallucinating. At time of this report, customer's blood glucose was 346 mg/dl. The customer stated he had difficulty adjusting the settings on the insulin pump with the nurse and declined to troubleshoot the product.